Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during a hip arthroscopy, when the twinfix anchor was inserted into the bone hole, the anchor broke from the head part. The broken pieces of the head part weren't removed from the patient. As part of this product was left in the patient, the procedure was cancelled due to there was no space to implant for a back-up device. This failed anchor was the second one, there was an anchor implanted already during the procedure, so the doctor decided not to go on the procedure. No other patient complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor specifications found that no burrs, cracks, or contamination are allowed. A certificate of conformance must be provided. A review of the customer provided image found a deployed device, but no anchor is pictured. This case reports the breakage of the twinfix anchor and per case details a portion of the anchor remained in the patient. The size of the anchor that remained is unknown. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. The twinfix anchor is implantable, biocompatibility is not an issue. Micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.